Manufacturer narrative:
This complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. This complaint is being closed to be investigated under the CAPA.

Event description:
On (B)(6) 2023 (B)(6), employee of intuvie, went to (B)(6) and was handed 3 pumps and (B)(6) emailed the complaint team the following information: I traveled to (B)(6) yesterday to performed training for the nimbus pump assembly without the hardshell. While I was there, the charge nurse asked me to take three pumps that they pulled from service quite a while ago. The pumps were not identified with what the issue was with each pump, and she could not remember. She knows one of them went dead in the field but could not remember which one. Those pump serial numbers are (B)(6). No other details provided. Unsure if patients were involved or if the issues came up during setup. No patient was harmed (we would have heard otherwise) and they do not recall what problems the pumps were have as they pulled them so long ago and can not remember. Emailing the above facility contact will not provide any additional details as (B)(6) has pointed out. Devices to be returned at which point they will be evaluated and tested and a report provided. Complaint 2 of 3. This is for sn (B)(6). On (B)(6) 2023, infutronix received a report that this pump has had an unknown error, which could cause delay in treatment. Device was returned.